Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted. Following the final deployment of the closure device, a thrombus was identified around the core wire. The closure device was released in the laa, however, the thrombus remained attached to the face of the closure device. Additional heparin was given and the thrombus did not grow in size. The thrombus was observed with echocardiography and after 20 minutes, the physician administered 15mg of tissue plasminogen activator (tpa) over 2 minutes. The thrombus was successfully dissolved following the administration of tpa. The patient was admitted to the intensive care unit (ICU) for observation. The patient was stable and expected to fully recover.